Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3.2 cubies were failing and required maintenance. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no drawers were failed. Customer stated that the half height enhanced drawer 3.2 gave issues with random pocket failing. A field service engineer (fse) replaced the board set proactively, inspected row cables and ran full diagnostics on both drawers. Further the fse cleared a medication jam on rear of the drawer. The system functioned as intended after the field service engineer repaired the device.